Manufacturer narrative:
(B)(4).

Event description:
It was reported initially that during a hand assisted nephrectomy procedure, the device cut without stapling on the renal artery. The bleeding could not be controlled; the procedure was converted to an open procedure, but it was too late and the patient expired. The account will not release the device.on what tissue type was the device used? Renal artery. What color cartridge was being used? Whitewas buttressing material utilized? No.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. Device retained at the account. Spoke with (B)(4). They provided the following: patient was having a hand assisted nephrectomy procedure on (B)(6) 2010. Intraoperative bleeding occurred unrelated to the endocutter device. The ats45 device was inserted into the patient with a white cartridge and fired. Visualization was limited due to the bleeding that had previously occurred, it was considered to be "blurred vision". Upon removal of the device, the renal artery was cut and no staples were deployed. The device and the cartridge remain at the hospital and an onsite analysis can be conducted. A reinservice to the staff has been performed since the event. The dr and the scrub tech have both been using the device for long time. A user facility mw has been submitted to the FDA with all of the patient information. No legal action has been pursued at this time. An autopsy was not performed. Onsite analysis will be performed.